Manufacturer narrative:
The customer returned the suspected contour® plus test strips from lot # 3kqhh17a for evaluation. The contour® plus meter associated with the event was not returned. The in-house contour® plus meter with serial # (B)(6) was tested with the returned strips and in-house contour® plus test strips from lot # 3kqhh17a, using blood spiked with glucose at 3.7 mmol/l, as determined by the ysi instrument in five replicates each. All tests recovered within the fit-for-use limits.

Manufacturer narrative:
The patient/family (a1) was the initial reporter (e1), so personal information was not entered. Unknown was captured in section a1, and no information was captured in sections a2, a3 and a4, as the patient details were not provided. The contour® plus test strips used with the contour® plus meter is similar to the contour® next test strips used with the contour® next test strips available in the us market. The contour® plus test strips with sku # 7662 and lot # 3kqhh17a has the 510k# of k191286and UDI # (B)(4). The device was distributed outside the us, therefore, no gudid information exists.

Event description:
A healthcare professional (hcp) from china reported that they obtained blood glucose readings of 0.8 mmol/l, 6.8 mmol/l and 0.9 mmol/l with the contour® plus meter on one of their patients. There was no allegation of an adverse event. The hcp was advised to return the device for evaluation.